Event description:
It was reported to philips that the ac led light on the device would not power on and the unit failed to charge the installed battery due to a faulty ac module (api1ad41-000 e0847c 033195). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.